Event description:
It was reported that the patient presented to the emergency room with 5 shocks due to nonphysiologic sensing, and that there was high impedance greater than 3000 ohms. It was further reported that there was oversensing and an apparent lead fracture. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.